Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that neurawrap that was purchased by the hospital on (B)(6) 2010, and kept in their inventory stock at the user facility, was implanted during a surgical procedure after its label expiration date ((B)(6) 2011). The circulating nurse opened the product, without noticing the expiration date, and placed it onto the sterile field from where it was then implanted into the patient. The circulating nurse notified the surgeon who elected not to remove the product. Integra has requested additional clinical information.